Event description:
No blood glucose levels reported. The customer reported a no delivery alarm from the insulin pump. Troubleshooting was not done because the alarm was from a past event. The customer reported that she is not currently using the insulin pump because she is out of insulin at the moment. The customer reported reverting to using insulin pens. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).